Event description:
It was reported that this sling was replaced with an artificial urinary sphincter for an unspecified reason. No patient complications were reported.

Event description:
It was reported that this sling was replaced with an artificial urinary sphincter for an unspecified reason. No patient complications were reported.